Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during equipment set up at the healthcare facility, part of the battery pack separated from the point calibration device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Through the service evaluation process a visual inspection of the device showed cracks in the battery compartment were found. During the device evaluation, we were unable to determine what caused the cracked battery compartment. Based on the observations made, it is a handling issue. The device was scrapped as it was not repairable.

Event description:
It was reported that during equipment set up at the healthcare facility, part of the battery pack separated from the point calibration device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.